Event description:
Boston scientific received information that this device had been returned for testing. Details were not provided as to the reason this device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted the header was separated from the device case. Initial testing noted the device had no telemetry and no output and a memory download could not be performed. Manual electrical measurements noted normal sensing, pacing, and defibrillator functions. Final evaluation determined the no telemetry condition was caused by a depleted cell. The cause of the cell depletion could not be determined. No other adverse events have been reported. This product issue will be updated if additional information is received.